Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the central station did not alarm for brady red alarms and yellow low hr alarms. The issue was found during use. There was no report of patient injury or harm.